Event description:
It was reported that the customer received unexplained no delivery alarms on the insulin pump, which reportedly had a scratched screen, making it difficult to read. The customer declined assistance. Nothing further was reported.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.